Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction noise appears in the image due to the transmitter and receiver (txrx) module failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, the repair center technician found noise appeared in the image due to transmitter and receiver (txrx) module failure. There was no patient involvement.